Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351989. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200801559] noted that did not pertain to the complaint. There was one (1) notifications [200802100] notification noted for dry barrels. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the syringe was cracked and could not draw up on insulin. The following information was provided by the initial reporter: consumer reported that there is a crack on the side of one syringe and it prevents the syringe from drawing the insulin. Consumer does not re-use, sending samples for evaluation.

Manufacturer narrative:
H.6. Investigation summary customer returned (1) loose 3/10cc, 8mm syringe. Customer states that there is a crack on the side of one syringe and it prevents the syringe from drawing the insulin. The returned syringe was examined and exhibited a crack in the barrel ranging from the 17-23 unit marking. See attached photo. This could prevent the syringe from drawing properly. A review of the device history record was completed for batch# 8351989. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the air jet that pushes the barrels into the prep dial was out of adjustment causing the barrels to jam. Correction: l2l dispatch #56014 was created to adjust the air jet. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the syringe 0.3ml 31g 8mm wholeunit 10bg 500 the syringe was cracked and could not draw up on insulin. The following information was provided by the initial reporter: consumer reported that there is a crack on the side of one syringe and it prevents the syringe from drawing the insulin. Consumer does not re-use, sending samples for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 0.3ml 31g 8mm whole unit 10bg 500 the syringe was cracked and could not draw up on insulin. The following information was provided by the initial reporter: consumer reported that there is a crack on the side of one syringe and it prevents the syringe from drawing the insulin. Consumer does not re-use, sending samples for evaluation.